Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the aortic root angle was approximately 50 degrees but the arch was "wide" and no tight turn to approach the annulus of the inner wall noted. The delivery catheter system (dcs) was able to stay on the outer wall as it approached the annulus because of the wide arch. The top hat marker of the valve was orientated to the outer wall in left anterior oblique (lao) view somewhere between the abdominal and descending aorta. The dcs was advanced over the arch with no resistance as the top hat was front and center in the right anterior oblique/cusp overlap view. Valve deployment began as the patient was rapid paced at 110 beats per minute (bpm). The angle of the valve was coaxial with the final imaging showed the non-coronary cusp (ncc) depth of 3 mm and left coronary cusp (lcc) depth of 4 mm. During the final deployment of the valve, the paddle of the valve did not release.  Four maneuvers were used before the paddle was released. The first maneuver was gentle forward on the dcs with no success. The second maneuver was guidewire forward in nose cone and wire back in the "dc" which was unsuccessful. The third maneuver was slowly recapturing the capsule back to the nose cone which was also unsuccessful. The fourth maneuver was slowly recapturing the valve again, this time as the end of the capsule approached the paddle the paddle was able to become detached. This difficulty resulted in a procedural delay, however the amount of time was not noted. Of note, the implanting physician's technique was per protocol and there was very little tortuosity from the descending aorta, over the arch and in to the aortic valve. The patient remained stable throughout the maneuvers and the valve was implanted successfully. The final hemodynamics were adequate. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pre-implant computed tomography (CT) images were provided for review. Annulus perimeter and perimeter derived diameter is 69.9 mm/22.3 mm suggesting a 26 mm valve. Aortic root angulation is approximately 60°. Protruding calcium seen in aortic annulus under left coronary cusp (lcc) extending 10.3 mm into the left ventricular outflow tract (lvot). Aortic arch is open/wide with no pinches or bends. Pinch/bend seen in the left common iliac artery. Intra-procedural images were provided for review. Fluoroscopic valve load inspection was not provided for review. Valve deployment showed evidence of at least one recapture. After release of the valve, one of the paddles of the valve remained stuck to the delivery catheter system (dcs) after full deployment. This is not an uncommon occurrence and slight forward pressure/force should be used to disengage a ¿stuck¿ paddle. However, in this case, it seemed that complete release of the paddles was more difficult requiring different tactics/maneuvers to release the paddles. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on the dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. Of note, the implanting physician's technique was adequate and there was very little tortuosity from the descending aorta, over the arch and into the aortic valve. The patient remained stable throughout the maneuvers and the valve was implanted successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.